Event description:
It was reported that patient underwent a revision surgery of his inflatable penile prosthesis (ipp) due to air in pump. The pump was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.